Manufacturer narrative:
Pharmacovigilance comment based on fu information received on 28-sep-2015: based on the additional information, a causal relation to the treatment cannot be excluded. However, the concurrent disease of (B)(6) with reported prior outbreak (probably shingles) may have contributed to the events. In the instructions for use it is stated that injection of restylane-l into patients with a history of previous (B)(6) eruption may be associated with reactivation of the (B)(6). The lot number 12916-1 was reported and a batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Based on the available information, this case has been assessed as serious and fulfilling the reporting criteria. The reported event necrosis has needed intervention (hyperbaric chamber) and has lead to the reported event scarring. The patient is planning on consulting a plastic surgeon for correction of scarring. The lot number 12916-1 was reported and a batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. The events are already addressed in the labeling. The reported event of scarring is considered a side effect of necrosis. The reported event pustule is not explicitly addressed in the labeling but could be considered related to a possible reactivation of the (B)(6). No corrective and preventive action is needed.

Event description:
(B)(4). A follow up report was received 28-sep-2015 from the injecting physician. The physician reported that the patient had additional medical history of herpes simplex virus. The patient received injections of botox and restylane-l on (B)(6) 2015. The restylane-l was injected into the glabella, cheeks, nasolabial folds, marionettes, and lower chin. The botox was injected in the forehead, glabella and periorbital area. The restylane-l was injected with a 29 1/2 gauge needle and threading technique. The physician injected 1cc on the right and 1 cc on the left. The physician reported that they do not believe that the patient had necrosis of the upper part of the nasolabial fold. The physician reported that the patient came to the office on (B)(6) 2015 complaining of a headache and severe pain on the right side of the nose. The physician reported that necrosis should appear within 12 hours of injection, but treated the patient for it. The physician noticed small pustules on the right nasal sidewall, which she photographed but does not have the consent of the patient to release. The patient was treated with hyaluronidase 15 mg, nitropaste applied three times daily and prednisone taper pack (60mg x 3days, 40mg x 3 days, 20mg x 3 days). The physician recommended that the patient take valacyclovir but the patient declined because the patient did not think she had herpes simplex virus. The patient admitted to having an outbreak on her back, which looked like shingles, approximately 3 months prior to the injection. The physician tested the patient on (B)(6) 2015 for (B)(6) and the titers were (B)(6). The physician stated that the patient had declined to return to the office after her diagnosis. The patient stated she had seen the patient out of the office and reported there was no nasal deformity, and only minor pink skin on the right nasal area which should resolve without further intervention.

Event description:
Information regarding the event was reported by the reporter, the nurse, to a (B)(4) sales rep, during an in-office visit on (B)(6) 2015. The sales rep notified (B)(4) medical services of the event via telephone on (B)(6) 2015. Below was the information provided by the sales rep. The patient, a.m. Is a caucasian female patient, around the age of 42 to 45 years old. The patient received restylane l injections in the cheeks and naso-labial folds on an unknown date. The patient was not injected by the reporter's office. The patient reported she had a lot of pain during the injection as well as the next day after the injection. The patient reported necrosis in the upper part of the naso-labial folds by the nose, and a little around the nose. The patient went back to the healthcare provider that injected her, and was injected with an unknown substance and was given some steroids. The patient went to another physician, and was sent to a hyperbaric chamber. The patient contacted the reporter after the hyperbaric chamber session. The sales rep did not have any additional information to provide. Addendum 1: on (B)(6) 2015, the reporter contacted (B)(4) medical services to provide additional information regarding the adverse event. The reporter stated that she just recently saw the patient who had received restylane l in the nasolabial folds and the malar area. The patient had lots of scarring on the nose and on the side of her nose. The patient plans to come in to see the plastic surgeon for a consultation to see how this can be corrected. The patient does not want to go back to the injecting physician. The reporter also requested (B)(4) drug safety to reach out to the patient. The reporter did not have additional information. Information on the patient's medical history, whether the patient had previous surgery or pre-existing scarring to the nose, or previous filler treatment was not provided. There was also no information on the date of treatment and the date of onset of necrosis and scarring.

Manufacturer narrative:
Based on the available information, a causal relation between the events and the treatment cannot be excluded. The injection technique or the injection procedure per se may have contributed to the event. Information on medical history, previous filler treatment and time to onset of adverse events was not provided. The reported events are addressed in the label. The case has been assessed as serious and fulfilling the reporting criteria. Based on the available information, this case has been assessed as serious and fulfilling the reporting criteria. The reported event necrosis has needed intervention (hyperbaric chamber) and has lead to the reported event scarring. The patient is planning on consulting a plastic surgeon for correction of scarring. Lot number was not reported and trending on batch cannot be performed. Device not available for evaluation.